Event description:
It was reported that the camera head had an image noise issue; there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found water immersion in the imaging of the main unit, the camera cable was flooded, and there was corrosion at the electrical contact point of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: there is a possibility that the internal charge couple device failed due to the intrusion of moisture. Therefore, it is assumed that normal communication was not possible, resulting in the generation of image noise, and since the adapter was damaged, it could not be kept watertight, and water entered the interior, leading to flooding of the main unit's image capture and the camera cable. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following statement is included in the "warnings" section of the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Olympus will continue to monitor the field performance of this device. The following statement is found in the "warning" section of the instruction manual "for safe use endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. The following statement is found in the "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: ·this product should not be used with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.